Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a healthcare provider regarding a patient receiving baclofen 4000mcg/ml at 1 92.1mcg/day via an implantable pump. The indications for use were not reported. It was reported that the patient started to show baclofen withdrawal symptoms. The healthcare provider checked the logs and the motor had stalled and did not recover. Per the print report a motor stall occurred on (B)(6) 2016 at 18:37 with recovery at 19:40,a motor stall at 22:46 with recovery at 23:05, a motor stall occurred (B)(6) 2016 at 00:01 with recovery at 00:14, motor stall at 01:20 with recovery at 02:47, stall occurred 02:47, stall occurred at 03:37 with recovery at 03:56 stall occurred at 04:56 with recovery 05:01, stall occurred 10:29 with recovery at 10:36, stall occurred at 13:50 with a stopped pump period may exceed tube set (B)(6) 2016 at 13:50. The patient did not have an MRI. Per the reporter they did not know of any environmental, external or patient factors that may have led to the event. There were no diagnostics or troubleshooting performed. The pump was explanted and a new pump implanted (B)(6) 2016. The issue was resolved at the time of the report. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Describe event or problem: updated to incorporate the information received on 2017-jan-12. Model #/lot #: updated to reflect current UDI status. (B)(4). Were added to reflect the information received on 2017-jan-12. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provided (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 4000.0 ug/ml of baclofen at 192.1 ug/ml via an implantable pump by simple continuous infusion for intractable spasticity. On 2017-jan-12, it was reported that the patient was hospitalized for a fever, diaphoresis and agitation from (B)(6) 2016. The patient¿s white blood cell count was elevated so the patient was treated for an infection. An extensive infectious disease identifying data workup was performed and was negative save a sputum culture which showed pseudomonas. The patient was treated with IV antibiotics and was discharged to continue antibiotics at the nursing home and was given oral antibiotics as well. Over the course of the hospitalization, the patient¿s pain management specialist determined that the patient¿s pump was malfunctioning. Because of the infection, no attempt was made to replace the pump at that time. The patient completed their two week antibiotic treatment and was released to their hcp for pump evaluation and removal. On (B)(6) 2016, the patient was evaluated by their hcp for pain and severe spasticity in the upper and lower extremities. The patient was assessed and was experiencing fever and chills, headache, blurry vision, tinnitus, bleeding gums, nausea, vomiting, and abdominal pain. The patient was also experiencing excessive sweating, pain in one or more joints, limb weakness, anxiety, and depression. Additionally, the patient had scar tissue, an irregular heart rhythm, and swelling of the feet. During the patient¿s physical, severe upper and lower extremity spasticity accompanied with poor motor control and poor sensation was also reported. It was confirmed that the patient had an acute pump failure from a battery failure in the pump beginning in june and was hospitalized for 11 days with acute baclofen withdrawal. The patient had hypertensive crisis as well as seizures and upper extremity and lower extremity spasticity. The patient was assessed for paraplegic cerebral palsy with spasticity and a low body weight. On (B)(6) 2016, the patient was prepped for surgery for pump replacement. The plan for the surgery was replacement of the pump for the patient¿s chronic spasticity as a result of the pump malfunction. The patient was taking lovenox and coumadin for deep vein thrombosis which were both held for the surgery. The patient¿s chronic spasticity was treated with baclofen through the g-tube and they were kept up on their doses for their duragesic patch for their chronic pain syndrome. During the surgical physical exam, severe contractures of both the upper and lower extremities were noted, diminished breath sounds bilaterally on the bases and dressing on the patient's coccyx were all noted. The patient was assessed for chronic spasticity secondary to pump malfunction leading to replacement, chronic spasticity, and chronic pain syndrome were all reported. Information contained in the lfc also indicated that the patient's pump went into safe state mode or motor state and experienced early failure. The pump replacement surgery was without incident and the patient was released. The patient¿s medical history included a surgical history of empyema surgery on both sides, cholecystectomy, orthopedic surgery, hand surgery, tracheostomy tube placement, and gastronomy tube feeding. The patient also had a history of a traumatic anoxic brain injury, urine retention, hypertension, heart disease, pneumonia, migraine headache, epilepsy and recurrent seizures, depression, anxiety disorder, chronic constipation, chronic dysphagia, quadriplegia, severe flexion of all joints, decubitus ulcers, chronic deep vein thrombosis, and long qt syndrome. The patient¿s concomitant medications included the following: vivonex: 1 daily for 30 days as needed, ambien: 5 mg tablet take 1 tablet by oral route at bedtime as needed, tramadol: 50 mg tablet take 1 tablet by oral route every 6 hours for 30 days, sertraline: 50 mg tablet take 1 tablet by oral route daily for 30 days, percocet: 10 mg-325 mg tablet take 1 tablet by oral route daily as needed, zofran: 8 mg tablet take 1 tablet by oral route daily as needed, melatonin: 3 mg tablet take 1 tablet by oral route at bedtime for 30 days. Additionally: keppra: 500 mg tablet take 3 tablets by oral route two times per day for 30 days, robinul: 1 mg tablet by oral route three times per day for 30 days, duragesic: 100 mcg/hr transdermal patch 1 every 72 hours for 30 days, nexium 40 mg capsule delayed release take 1 by oral route daily for 30 days, doxazosin: 1 mg tablet 1 tablet by oral route three times per days for 30 days, benadryl: 1 daily for 30 days as needed, baclofen: 20 mg tablet take 1 tablet by oral route three times per day for 30 days, atenolol: 25 mg tablet take 1 tablet by oral route daily for 30 days, excedrin migraine: 250 mg-250 mg-65 mg tablet take 1 tablet by oral route every 6 hours for 30 days, alprazolam: 1 mg tablet take 1 tablet by oral route 3 times per day for 30 days, warfarin: 1 mg tablet take 1 tablet by oral route daily for 30 days, artane: 2 mg tablet take 0.5 tablet by oral route 3 times per day for 30 days, zanaflex 4 mg tablet take 1 tablet by oral route four times per day for 30 days, potassium 1 daily for 30 days, lovenox 70 mg 1 two times per day for 30 days, diazepam 10 mg tablet take 1 tablet by oral route three times per day for 30 days, prilosec: 40 mg by oral route as needed, albuterol: 3 ml nebulization as directed. (B)(6)

Manufacturer narrative:
Analysis found pump motor feedthru anomaly with shorting across insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.